Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a company cartridge, there was a 'sticky' substance that as on the lens. It was removed during the procedure with no report impact to the patient. The lens remains implanted. Additional information was requested. There are two reports for the events due to two different lot numbers provided. This file reflects one of the two lots reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company ii (d) cartridge was not returned. Samples returned were in a sealed specimen cup; fifteen unopened company iii (d) cartridges for the reported lot #15111950; and four empty cartridge pouches. Two samples were randomly pulled from the fifteen returned unopened company iii (d) cartridges for lot # 105111950. The two unopened company iii (d) cartridges were visually examined and no damage or abnormalities were observed. The cartridges were functionally tested per the dfu using qualified associated products. No lens or cartridge damage was observed after the lens delivery. Both cartridges were cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results. The sample in the sealed specimen was sent to particle lab. The particle lab conducted microscopic and microscopic fourier transform infrared spectroscopy (micro ft-ir). A clear, synthetic appearing fiber was observed in the liquid inside the specimen cup. Comparison of the clear fiber¿s spectra to a library of spectra found the best match to be poly (propylene ethylene). The origin of this fiber is unknown. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The site indicated that viscoelastic was not used in the company cartridges. The root cause for the reported complaint could not be determined. The used company iii (d) cartridge was not returned for evaluation. A root cause cannot be determined without physical evaluation of the complaint sample. The site has indicated that they do not use viscoelastic in the company cartridges. This is a failure to follow the dfu and may be a factor for the reported issue. The dfu instructs to fill the cartridge with viscoelastic before attempting to load the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. Two of the returned unopened company iii (d) cartridges for the complaint lot were microscopically and functionally evaluated. No foreign material was observed. No damage lens or cartridge damage was observed during the functional testing. Functional testing was conducted per dfu with qualified associated products. Top coat dye stain testing was conducted with acceptable results. The sample in the sealed specimen was sent to particle lab. The particle lab conducted microscopic and microscopic fourier transform infrared spectroscopy (micro ft-ir). A clear, synthetic appearing fiber was observed in the liquid inside the specimen cup. Comparison of the clear fiber¿s spectra to a library of spectra found the best match to be poly (propylene ethylene). The origin of this fiber is unknown. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company ii (d) cartridge was not returned. Samples returned for this file were a sealed specimen cup; fifteen unopened company iii (d) cartridges for the reported lot #15111950; and four empty company cartridge pouches. Two samples were randomly pulled from the fifteen returned unopened company iii (d) cartridges for lot # 105111950. The two unopened company iii (d) cartridges were visually examined and no damage or abnormalities were observed. The cartridges were functionally tested per the dfu using qualified associated products. No lens or cartridge damage was observed after the lens delivery. Both cartridges were cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results. The sample in the sealed specimen was sent to a particle lab. The particle lab conducted microscopic and microscopic fourier transform infrared spectroscopy (micro ft-ir). A clear, synthetic appearing fiber was observed in the liquid inside the specimen cup. Comparison of the clear fiber¿s spectra to a library of spectra found the best match to be poly (propylene ethylene). The origin of this fiber is unknown. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The site indicated that viscoelastic was not used in the company cartridges. The root cause for the reported complaint could not be determined. The used company iii (d) cartridge was not returned for evaluation. A root cause cannot be determined without physical evaluation of the complaint sample. The site has indicated that they do not use viscoelastic in the company cartridges. This is a failure to follow the dfu and may be a factor for the reported issue. The dfu instructs to fill the cartridge with viscoelastic before attempting to load the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. Two of the returned unopened company iii (d) cartridges for the complaint lot were microscopically and functionally evaluated. No foreign material was observed. No damage lens or cartridge damage was observed during the functional testing. Functional testing was conducted per dfu with qualified associated products. Top coat dye stain testing was conducted with acceptable results. The sample in the sealed specimen was sent to a particle lab. The particle lab conducted microscopic and microscopic fourier transform infrared spectroscopy (micro ft-ir). A clear, synthetic appearing fiber was observed in the liquid inside the specimen cup. Comparison of the clear fiber¿s spectra to a library of spectra found the best match to be poly (propylene ethylene). The origin of this fiber is unknown. The manufacturer internal reference number is: (B)(4).